Manufacturer narrative:
H4: the reported lot was produced in march 2022. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink blood recipient set leaked at the bottom clearlink connector just after the y-site at patient end of the line. This was identified during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.